Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, to address the low bg level the customer consumed carbohydrates. The contact declined to perform troubleshooting with tandem technical support, and confirmed health care provider would be consulted should further assistance be needed. Although requested by tandem technical support, the customer declined to upload the pump data logs for a log review to be performed.